Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited loss of capture (loc) on the right ventricular (rv) lead. Low amplitude was also observed. Additionally, this patient experienced a nonsustained ventricular tachycardia episode that was undersensed by this device. Additional information was received that a revision procedure was performed and the physician opted to cap and surgically abandon the rv lead. A new lead was implanted. No adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). Low amplitude was also observed. Additionally, this patient experienced a nonsustained ventricular tachycardia episode that was undersensed by the device. No adverse patient effects were reported. At this time, this lead remains in service.